Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh9020tdd, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the handset was lagging at 90 percent. The patient noted that they spoke with a company representative today who told them to call the patient service (ps) for a replacement. The agent reviewed the data and assisted the patient through deleting the data. The patient was able to connect to the pump without any lag. The patient will call back if further assistance is needed. When asked for the event date, the patient stated that it had been quite a long time. The patient stated that they had been supplementing oxycodone.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID hh9020tdd; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.